Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort at the pocket site up establishment of telemetry communication with the clinician programmer. They assured the ¿zapping¿ only occurred up on telemetry linkage with the programmer. They stated the replacement of the entire system resolved the issue and the patient was doing well. No further patient complications were reported as a result of this event.